Event description:
The hcp reported "rotor stall-questionable overinfusion." A catheter access study was done that was reported as "appeared fine." The pump was explanted and replaced and returned to the manufacturer for analysis. The patient is reported to be doing well. A follow up report will be sent when additional information is received.